Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the back and was placed on pain medications. The pain was in the same area as the implant, however, it was not related to the device.